Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer stated that after the nurse connected the line, the blood was found 1.5cm away from the anterior of two catheters suture. The catheter was placed on (B)(6) 2013 and in place for approx 9 months. The catheter was pulled and replaced on (B)(6) 2013. There is no add'l info available.